Event description:
As the stent delivery sys (sds) was being advanced to the lesion over a guidewire, there was resistance with the sheath introducer. The physician checked the sds under fluoroscopy and noticed that the tip of the stent started to expand. The target lesion was the right superficial femoral artery. There was no info regarding the vessel characteristics and the pt. The product was properly inspected and prepped, prior to use. The physician used a left brachial artery approach. There was no difficulty inserting the sheath into the vessel. The target lesion was pre-dilated. When the physician inserted the sds, a large resistance was felt with the sheath . When the physician noticed that the stent had partially deployed, he removed the sheath introducer and the sds from the pt and another sheath introducer and stent were used to successfully complete the procedure. There was no reported injury to the pt.

Manufacturer narrative:
The product is available for eval and testing; however, it has not been rec'd to date. Add'l info will be submitted within 30 days of receipt.